Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) need assistance on 8100 s/n (B)(4) is having an error code 222.4050, (B)(6) replaced the ail assembly but still continue to show the same error code 222.4050, (B)(6) would like to replace the logic board due to this error. I recommended to (B)(6) to consider sending for level 1 repair. This more cost effective.